Manufacturer narrative:
(B)(4). Additional b5 narrative: it was reported that the patient underwent surgical procedure on (B)(6) 2014. It was reported that the patient underwent removal of mesh on (B)(6)2017. It was reported that the patient experienced hernia, necrotic mesh, infection, fistula and recurrence. It was reported that the patient underwent previous hernia repair on (B)(6) 2013 and mesh was implanted. Mwr-17012020-0000654734 submitted for adverse event which occurred on (B)(6) 2014. Mwr-17012020-0000654386 submitted for adverse event which occurred on (B)(6)2017.

Manufacturer narrative:
Date sent to FDA: 04/21/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.